Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be an unsuccessful placement implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct usage of implant procedure is described in this product's instructions for use.

Event description:
Implant failure reported due to bone being too soft. Bone quality at time of failure was reported as type iii.